Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints from this lot. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The stent remains in the patient. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a lesion in the popliteal artery. After absolute pro vascular stent deployment, it was noted that the distal end of the stent did not fully expand. Additional post dilatation was performed and a second absolute pro vascular stent was implanted, overlapping the first stent. No additional information was provided.